Event description:
Reportedly, while completing the anastomosis, the ta fired in usual manner. Excess tissue excised. However, no staples were applied. The surgeon used second ta to apply to tissue to complete. There was no injury or harm or delay in the case. Sex: unk. Procedure: hemicolectomy.